Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: a crack occurred on the circuit where the tubing connects to the ventilator connection. This caused the circuit not to pass the leak test. No patient injury reported.